Event description:
The pt reported by letter she would not have chosen the ipg model she was implanted with had she known of the issues prior to her implant surgery. The pt felt she should have been informed by her physician and st jude medical of the potential side effects. The pt did not report any device malfunctions or adverse events. The pt stated she would follow the recommendations in the letter regarding charging the ipg. On (B)(4) 2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.